Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained weight"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: weight increased, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), headache ("headaches") and pain in extremity ("legs pain") and was found to have weight increased ("gained weight"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, arthralgia and headache had not resolved and the weight increased and pain in extremity outcome was unknown. The reporter considered arthralgia, back pain, headache, pain in extremity and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: weight increased, medical device removal concerning the injuries reported in this case, the following one were reported via social media: lower back pain, joint pain, headache and pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 1, 2 & 3 were processed together. Social media received. Event medical device removal was updated to lower back pain. New event joint pain was added. Reporter information was added. On 2-dec-2019: fu 1, 2 & 3 were processed together. Social media received. Date of explant was added. New event headache and leg pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.